Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose of 526 mg/dl. The customer stated that the infusion set was changed to resolve the issue. Troubleshooting was performed. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. Advised the customer to revert to back up plan. No further info was provided.